Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified and observed the reported issues. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not working and that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. Upon evaluation, stryker observed that the device does not complete the boot up cycle and flashes a white screen. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and verified the boot issue. It was determined that a short in transformer t104 of the system pcb was the cause of the boot issue. The system pcb was destructively tested. Stryker verified the event code issue but a root cause could not be determined. This device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not working and that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. Upon evaluation, stryker observed that the device does not complete the boot up cycle and flashes a white screen. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no report of patient use associated to the reported event.